Event description:
The nurse interrogated the pump and refilled it. Then, when updating it, the pump noted a motor stall. The nurse tried updating the pump a couple of times after that and still got the motor stall message. A pump rotor study was done and it was found that the pump was not working. The pump was replaced the next day. It was noted that the pump was filled with prialt and the patient did not experience any adverse effects. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.